Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2024-04520. After a review of medical records received, it was confirmed that the valve was explanted due to late endocarditis, which is typically due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on the new information received, this event is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from fcs, approximately 2 years and 9 months post tavr with a 29mm sapien 3, the patient is being evaluated for thv in thv. The aortic valve prosthesis showed thickened leaflets with gradient of 37mmhg and decline in lvef to 37. The patient was started on warfarin for possible thrombus, but the patient's inr has been subtherapeutic.